Event description:
Patient scheduled for posterior cervical fusion. Mayfield 3 point headrest was applied. When patient was positioned prone and the surgeon positioned the mayfield clamp, the locking mechanism failed, causing an 8 cm laceration on the left side of the head and a 2 cm laceration on the right side. The lacerations were stapled and antibiotic ointment applied. A new mayfield clamp with new pins was reapplied.